Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 527 mg/dl. The customer had a headache as a result of the hyperglycemia. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was normal. A prime was run with the current set and insulin exited the tubing. The customer declined to check their settings. The customer was advised to change their entire set, reservoir, and insulin and treat per health care professional's instructions. No products were returned or replaced.